Manufacturer narrative:
(B)(4). Concomitant medical products: us157858, m2a-magnum cup, 979860; 139270, m2a-magnum taper, 757270; x11-180312, bi-metric stem, 323710. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09287.

Event description:
It was reported the patient underwent a hip revision approximately 9 years post-implantation due to swelling, inflammation, metallosis and damage to surrounding bone and tissue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported the patient underwent a left hip revision approximately 9 years post-implantation due to alleged pain, swelling, inflammation, metallosis and damage to surrounding bone and tissue. Additional information received from operative notes reported that the patient had developed an odd sense of taste in the mouth and felt ill, and subsequently underwent a revision hip arthroplasty due to pain and elevated metal ion levels. During the revision, an effusion was noted, however was not consistent with metallosis.

Manufacturer narrative:
Primary operative notes were reviewed and no complications were noted revision operative notes were reviewed and patient was revised due to failed mom. Patient was suffering with pain, had odd sense of taste in mouth. Patient was identified with elevated metal ions an had extensive swelling. Head and shell were removed. Reported event was confirmed by review of medical records provided. Additional information does not change the root cause of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.